Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent multiple altitude alarms, however was able to resume pump each time. The customer's blood glucose (bg) levels were 230s mg/dl, yet at the time tandem technical support was contacted the customer bg had not lowered and delivered an insulin pen injection to address bg level.